Manufacturer narrative:
The reported event of sensing noise could not be confirmed. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Functional tests were performed, including crosstalk did not identify any noise or functional issues. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: 2017865-2023-22150. It was reported that the pacemaker, atrial lead and ventricular lead exhibited noise reversion episodes. The device was explanted and replaced. Both leads were capped and replaced on 15may2023. The patient was in stable condition post procedure.